Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Angina and stenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use, as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, after pre-dilatation, a 2.25x28 mm and 2.75x8 mm xience xpedition stent was implanted in mid and proximal left anterior descending coronary artery (lad). On (B)(6) 2016, the patient experienced acute coronary syndrome. Restenosis was found in the 2.25x28 mm xience xpedition stent and a non-target lesion. Percutaneous coronary intervention (pci) with a drug eluting stent was performed in the stent and balloon angioplasty was performed in the non-target lesion. The patient recovered on (B)(6) 2016. No additional information was provided.